Manufacturer narrative:
Follow-up #1: date of submission 10/12/2015. Device evaluation: the device has been returned and evaluated by product analysis on 09/23/2015 with the following findings: during investigation, the pump failed to power on. There was no damage found to the keypad, and when it was removed there was no damage found to the button contacts. There was moisture observed in the display. A leak test was performed and failed indicating a pump case leak. Unrelated to the original complaint, the pump case was observed to be cracked. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a button/keypad (tactile changes w/moisture) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.